Manufacturer narrative:
The full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, the lead was placed in the right atrium, after the stylet was removed, the lead dislodged. The atrial lead tip was unscrewed, and the lead re-positioned. After the atrial lead was re-positioned there was no sensing signal available. The atrial lead was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.